Event description:
The surgeon partially implanted a cc4204bf collamer lens and noted there was a vitreous leak. The capsule bag had broken. The lens was removed and a vitrectomy was performed. The surgical technician stated that it was unknown as what caused the capsule break. The model and lot numbers of the injector and cartridge were not specified by the facility. Additional information has been requested from the facility but has not been received to date.